Event description:
Reported false positive result for quickvue sars at home otc. Consumer had done repeated testing a total of 5 times with same result. The consumer communicated the result was confirmed negative by molecular (pcr testing). Additional mdrs to be filed for each event.

Manufacturer narrative:
A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.